Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 29/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis, and his pd catheter (not a fresenius product) was removed. Follow-up communication with the patient¿s pd registered nurse [(pd)rn] revealed the patient was hospitalized on (B)(6)/2025 due to chest pain. Upon assessment, it was discovered the patient was suffering from peritonitis due to a bowel obstruction. Peritonitis effluent fluid cultures were obtained, and the patient was formally admitted. The patient was started on antibiotics (drugs, dosages, routes, durations, frequencies not provided), and the patient¿s peritoneal effluent fluid cultures returned positive for escherichia coli. Although the timeline is unclear, it appears the patient¿s antibiotic regimen was ineffective in alleviating the patient¿s peritonitis and his pd catheter was removed. As a result, the patient was transitioned to hemodialysis (hd) and will likely continue undergoing hd following discharge (unknown if permanent). Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. As of 31/oct/2025, the patient remains hospitalized and is recovering from the serious adverse events.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, chest pain, and a bowel obstruction which warranted antibiotic therapy, the removal of the patient¿s pd catheter (not a fresenius product), and transition to hd for rrt. Although the definitive cause of the peritonitis was not provided, the pdrn¿s response (as well as the offending organism) indicated it was due to the transmural migration of bacteria from the bowel to the peritoneum, due to a bowel obstruction. It is well established that esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, escherichia coli is one of the most common organisms causing gram-negative peritonitis in pd patients and is considered normal flora of the gastrointestinal tract. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On 29/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis, and his pd catheter (not a fresenius product) was removed. Follow-up communication with the patient¿s pd registered nurse [(pd)rn] revealed the patient was hospitalized on (B)(6) 2025 due to chest pain. Upon assessment, it was discovered the patient was suffering from peritonitis due to a bowel obstruction. Peritonitis effluent fluid cultures were obtained, and the patient was formally admitted. The patient was started on antibiotics (drugs, dosages, routes, durations, frequencies not provided), and the patient¿s peritoneal effluent fluid cultures returned positive for escherichia coli. Although the timeline is unclear, it appears the patient¿s antibiotic regimen was ineffective in alleviating the patient¿s peritonitis and his pd catheter was removed. As a result, the patient was transitioned to hemodialysis (hd) and will likely continue undergoing hd following discharge (unknown if permanent). Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. As of (B)(6) 2025, the patient remains hospitalized and is recovering from the serious adverse events.